Event description:
It was reported that customer experienced repeated occlusion alarms. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Customer cleared alarms, checked supplies and then resumed insulin delivery without changing supplies, and declined further assistance.